Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reported that three cartridges leaked insulin from around the black o-ring and out through the plunger end of the cartridge. He stated that his blood glucose elevated to 240 mg/dl; he denied symptoms of hyperglycemia or the presence of ketones. The patient reported that he prepares and stores the cartridges as instructed and he does not reuse cartridges. He noted that they are not expired and they do not have visible damage.